Event description:
The pt's pacemaker was turned off for a pulmonary vein ablation procedre and was not subsequently re-activated. Forty-five minutes after isolating the left veins, the pt experienced a massive pericardial effusion and subsequently expired. The constellation catheter was used as a diagnostic tool and the blazer ii catheter was used for rf ablation.